Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt). It was noted that the device also delayed/withheld therapy for ventricular tachycardia (vt) that was classified as supra ventricular tachycardia (svt). It was noted that the sequential vt events went in and out of detection which was sustained vt. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited t-wave oversensing (twos) on the electrograms (egm). The patient presented to the emergency department due to dizzy/lightheadedness and tachycardia. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow-up with the clinic that the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead were reprogrammed and remain in use.